Event description:
It was reported that a pump alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, after which the customer was able to successfully load a cartridge and resume insulin delivery.